Event description:
Customer reported that the ventilator was cycling on a pt then ventilator stopped cycling. Ventilator was taken off pt, pt was bagged and the ventilator was swapped out. The biomed discovered the interconnection cable was defective. The biomed replaced the defective interconnection cable, calibrated and performed functional checks. Ventilator passed all test and performed to all mfrs specification.